Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a red screen. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,e3,h6(impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a red screen. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. To fix the issue, the fse replaced the pcb, upper display monitor, rohs. T hen, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.